Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. Customer¿s current blood glucose level was 425 mg/dl. The customer was treated with bolus. The customer declined troubleshoot for high blood glucose. Customer also reports that the sensor received calibration not accepted and change sensor alert. The insulin pump will not be returned for analysis and sensor will be returned for analysis.